Event description:
The patient is being monitored.

Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Update component code. Updated medical device problem code to 2682 - patient-device incompatibility. Code 2993 was inadvertently entered, the correct code should be 2682.

Event description:
It was reported to gore that the endoleak is fully treated on (B)(6) 2021.

Manufacturer narrative:
Update b4: describe event or problem. Update h6: code 4111: information has been requested from the physician regarding patient history and outcome from follow-up controls. No patient history has been provided. Information regarding the reintervention was received. The latest follow-up showed that the endoleak has been resolved.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The device is not available for testing as it remains implanted in patient. A review of the manufacturing records indicated the lot met all pre-release specifications.

Event description:
It was reported to gore that a gore® excluder® conformable aaa endoprosthesis (cxt281212e) was selected to be used to treat a patient with an abdominal aortic aneurysm. The surgeon implanted the device on (B)(6) 2021 but did not balloon the body at first. Due to a large type 1a endoleak, the surgeon ballooned the body, but the endoleak remained after several ballooning attempts. It was reported that the patient underwent a reintervention on (B)(6) 2021. The surgeon placed a palmaz stent in the gore® excluder® conformable aaa endoprosthesis just under the renal arteries. The patient will have a new followup scan in one month.